Event description:
It was reported to boston scientific corporation that an advanix biliary stent was removed from the patient during an endoscopic retrograde cholangiopancreatography procedure in the duodenum performed on (B)(6), 2021. The implant date was not reported. During the stent removal procedure, the stent had been grabbed at the middle of the stent with rattooth forceps and was was stuck on the elevator. Photo of the complaint device was provided by the complainant and showed that the stent was damaged and kinked at the middle section. The stent was removed from the patient and a non-bsc stent successfully completed the procedure. The procedure was successfully completed with a non bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0406 captures the reportable event of stent kinked, upon removal. Device code a0203 captures the reportable event of damaged defective device code a150207 captures the reportable event of stent difficult to remove. Block h10: the advanix biliary stent was not returned for analysis, however the photos of the complaint device were provided and was analyzed. The photos showed that the stent was blackened, damaged (stretched), broken and kinked, evidence that likely the stent had an entrapment problem resulting in removing the stent. No other problems with the device were noted. The reported event was confirmed. Upon anakysis, while the stent was being removed, it indicates that the device was received and implanted in good conditions; however, procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Based on all available information, the stent was grabbed with a rat tooth forceps. Using rat tooth forceps is a standard biliary stent removal technique. Also, the damages found on the stent (stretched/kinked/broken) were typically made due to grabbing and pulling the stent with the forceps during the stent removal. Once the stent is caught with the forceps and continued attempts to remove it could damage the stent and applying force to remove it could result in stent breakage. Additionally, the stent was blackened due to it was implanted for some days within the patient anatomy. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device was unable to be performed as lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was removed from the patient during an endoscopic retrograde cholangiopancreatography procedure in the duodenum performed on (B)(6) 2021. The implant date was not reported. During the stent removal procedure, the stent had been grabbed at the middle of the stent with rattooth forceps and was stuck on the elevator. Photo of the complaint device was provided by the complainant and showed that the stent was damaged and kinked at the middle section. The stent was removed from the patient and a non-bsc stent successfully completed the procedure. The procedure was successfully completed with a non bsc device. There were no patient complications reported as a result of this event.